Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a lead tip stiffness test was performed and was found to be within specification. The damage found was sustained during the surgical procedure.

Event description:
The lead was repositioned when it had perforated the apex. After 12 hours, it had perforated again. Hence, the lead was explanted and replaced. It was noted that the patient had experienced chest pains.